Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial meadwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a prior quad tendon rupture after total knee replacement. Patient felt unstable and couldn¿t use her range of motion with her knee and dislocated the knee and disengaged the tibial insert from the tray. Revision was needed. No prior op notes or product information was available at time of revision. Doi: unknown. Dor: (B)(6) 2019; right knee.